Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported packing joint leakage and worn-out during inspection for use involving an olympus cylinder hose. There was no patient involvement reported.